Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On 06/12/2025, the patient reported feeling tired, unwell, nauseous, and experienced vomiting. At the time, the patient¿s cgm displayed a reading of 6.3 mmol/l. No confirmatory fingerstick blood glucose test was performed. The patient self-administered insulin based on the cgm reading. Due to the severity of symptoms, an ambulance was called. Paramedics transported the patient to the hospital. During transport, the paramedics measured the patient¿s bg level at 27.0 mmol/l, while the cgm continued to display 6.3 mmol/l, indicating a significant discrepancy. Upon arrival at the hospital, a subsequent bg reading was taken and recorded at 22.0 mmol/l. The patient reported experiencing diabetic ketoacidosis (dka) and was treated with insulin injections. During a follow-up call with dexcom one day after hospital admission, the patient's bg level was reported to be 14.0 mmol/l. The patient remained hospitalized for three days and was discharged without further documented medical intervention. At the time of the report, the patient was in a stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm displayed a reading of 6.3 mmol/l. The paramedics took the patient glucose, and it was found to fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.